Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting at like 3 am on the morning of (B)(6) 2021 pt reported they had a return of symptoms of leakage and reported they've had a lot of urgency. Pt stated by the time they are getting to the bathroom they are soaked. Pt stated following this during the day they were "perfectly normal" and then when pt got out of their car they had another accident. Pt stated that the first 6 days following doi the ins worked perfectly and pt didn't have any leaks, urgency or spasms. Pt inquired why it was perfect for "6 1/2 days" and then this started. Pt denied any recent trauma to implant site or falls, but reported that they were very itchy the night before this issue started and pt reported they were "scratching all over the place". Pt stated they were trying to be careful about scratching around implant, but inquired if they could have dislodged something. Walked pt through connecting with ins and pt confirmed therapy is on at 0.7volts, program 3. Pt increased stimulation to 0.9volts and stated they were feeling stimulation at incision site where stitches are located. Pt stated stitches are not hurting. Pt stated prior to increasing stimulation pt was not feeling stim. Patient services reviewed therapy overview and stimulation expectations. Pt stated later in the call that they "would have to concentrate" to see if they are feeling stimulation at the implant site still and could not confirm if they were still feeling stim at implant site. Pt stated they saw their hcp yesterday and was told that pt would have some good days and bad days. Pt stated hcp checked pt's stitches yesterday. Pt stated their hcp didn't want to make any therapy changes since it had only been a week and pt is going back to hcp next week. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt mentioned they are also having stomach issues.